Event description:
(B)(6) study: it was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2019, and the index procedure was performed on (B)(6) 2019. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted with a complete laa seal and a deployed device diameter of 22.9mm. The patient was discharged home the following day. Four hundred forty seven (447) days post index procedure, the patient presented to the facility with complaints of constant and progressive slurred speech, headache, confusion, and generalized weakness. These symptoms were noted to have begun the night prior to presenting to the facility. The patient also reported dizziness and blurred vision with chest pain; non-radiating heaviness and midsternal pain in addition to shortness of breath. Physician examination revealed the subject to be alert and oriented, and there was no focal neurological deficit and the patient's sensory was normal. The patient exhibited mild expressive aphasia with decreased sensation over the bilateral face and their right arm. At that time, the differential diagnosis was weakness, cva, and tia. On the same day, head computed tomography (CT) revealed no evidence of acute intracranial abnormality. After the neurological evaluation, the patient was not a candidate for embolectomy or tissue plasminogen activator (tpa) since the patient's symptoms were greater than 14 hours with an extremely low nihss score. The patient was diagnosed with a potential stroke with speech disturbance and generalized weakness. The patient was then hospitalized and magnetic resonance imaging (MRI) was recommended for further analysis. At the time, the patient was on apixaban, but apixaban was temporarily withheld until the MRI was conducted to prevent hemorrhagic conversion. Four hundred forty eight (448) days post procedure, the MRI of the brain revealed no intracranial mass effect or evidence of acute ischemia. Non-specific signal abnormality in the cerebral white matter, likely mild to moderate small vessel ischemic change, and old small left posterior cortical atrophy (pca) distributed infarct were noted. Magnetic resonance angiography (mra) of the head and neck revealed an unremarkable neck and circle of willis. No high-grade stenosis or intracranial aneurysm were noted. The patient was diagnosed with a tia. The patient's speech gradually improved and the tia was resolved 448 days post procedure. The patient was then discharged on apixaban the following day and an outpatient follow up appointment with neurology was recommended to the patient.